Event description:
Pt had no complaints prior to dialysis treatment, bp 156/76, temp 97.6 p 68 and 1.5 kg of fluid available for removal. Dialysis initiated at 400 bfr, 800 drf, bp 156/78 with uf target of 1800cc. One hr later the pt's blood pressure decreased to 80/60. The pt was placed in t-burg position. Uf was turned off and 300cc nss was administered. Bp improved to 130/84. Approx 20 min later the pt complained of nausea bp 110/60, 100cc of nss was administered, uf removed off. Fluid was noted to be leaking from underneath the machine. The pt was transferred to another machine and dialysis continued. The uf rate removed off for the remainder of the treatment and the pt reported no further symptoms. A total of 700cc of fluid (nss) was given. When the pt was weighed post dialysis he had lost 3.1 kg which was 1.5 kg less than his estimated dry weight. The physician was notified and pt was instructed to increase fluid intake until his next scheduled dialysis. The dialysis machine was found to be out of calibration when the uf pump was checked. The pump was recalibrated.